Event description:
(B)(4). Unexplained rashes.. Excess weight gain.. Migraines, joint pain and swelling, short term memory loss, foggy brain, change in vision. Menopause symptoms, lab work performed and all labs are normal.